Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device's therapies were turned on while still in the box. The device delivered unexpected therapies. The device was not implanted. No patient complications have been reported as a result of this event.